Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged in the weeks following the implant procedure. The lead exhibited infinite impedance, and no sensing was observed. An x-ray confirmed the lead was sitting in the patient's atrium. Additionally, the patient was reported being lost to follow-up and non-compliant. The ra lead was programmed off, and it remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.